Event description:
It was reported that a user experienced repeated dexcom g7 signal loss to the ilet while the dexcom mobile app maintained connection, and the user believed the pump could be at fault; the agent explained that device indicators suggested a sensor connectivity issue and provided education and dexcom contact information. Symptoms included no reported adverse clinical effects, alarms, or alerts. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included remote troubleshooting and user education regarding sensor replacement and contacting the cgm manufacturer. Investigation of this case revealed recurring sensor-to-pump communication interruptions without pump alerts, consistent with a sensor communication issue rather than a pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was sensor-related communication issues.